Event description:
Healthcare professional (hcp) reports 4 incidents of blood leaking at the arterial blood port and c3 bloodline interface. Noted shortly after onset of treatment. Estimated blood loss 10cc each incident. The hcp secured the connections and the patient treatments were completed without incident. No patient injury or medical intervention reported per hcp.